Event description:
Surgeon implanted a cc4204bf plate collamer lens. Diopter +31.5. The lens back haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The facility felt that the cartridge caused the lens to tear. The injector model and lot number was unknown.